Event description:
Per the clinic, the patient experienced skin breakdown. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site and the device was extruded into the scalp (specific date not reported) . Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It was reported that the patient also underwent a skin revision surgery (date not reported). The patient was reimplanted with another cochlear device on march 4, 2022.